Manufacturer narrative:
(B)(4). Concomitant medical products: 00771101200 femoral stem 12/14 neck taper plasma sprayed press-fit, cementless size 12.5 standard offset 60753334, 00-6305-058-32 xlpe 0 degree poly liner 58x32 60741731, 00625006525 bone screw self-tapping 6.5 mm dia. 25 mm length 60786317 , 00620205822 shell porous with cluster holes 58 mm 60629168. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2016-02629.

Event description:
It was reported that the patient underwent an right hip revision due to adverse local tissue reaction and pain. Attempts to obtain additional information have been made; however, no more is available.